Manufacturer narrative:
This is being filed as unconfirmed partial sight.

Event description:
Pt's legal rep reports, on (B)(6) 2011, irritation, itchiness, redness, marked deterioration in vision that became painful prompting the pt to see medical attention. She was prescribed antibiotics to be administered every 30 minutes throughout the day. On (B)(6) 2011, the pt was admitted to the hospital and was diagnosed as partially sighted due to deterioration. There was no lot info provided. Attempts to obtain more info were made, however, the dispensing facility were unable to provide more info. This is being filed as unconfirmed partial sight.